Event description:
It was reported that the patient received inappropriate shocks abd inhibition of pacing due to noise on the atrial and ventricular leads. Isometrics did not duplicate the noise, neither did tapping on the header of the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was not confirmed in the laboratory. The device's functionality was tested on the bench and on the automated electrical test system. All device functions were normal.